Event description:
In 2003, prior to implantation of the device, 15 cc saline/contrast was infused into the balloon. Pre-implant testing was performed without incident. The device was implanted 2003. Post operative scan did not reveal any device malfunctions. Upon review of a skull x-ray done the following month before afterloading, the port could be seen, but the balloon was not visualized. The port was accessed and more that 15 cc fluid was retrieved. The port was re-accessed and still more fluid was retrieved. In 2003, a CT scan was taken that demonstrated a deflated balloon. 12 cc of a 3:1 solution of contrast/saline infused while scanning. Balloon appeared to be asymmetrical with "ragged edges." The 12 cc was withdrawn. Patient remained stable. Days later, the device was removed because both balloons are ruptured at the proximal end.